Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is not performing air removal steps. Tandem technical support informed customer that not performing air removal step is off label per the tandem user guide. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.